Event description:
It was reported that right atrial (ra) lead exhibited undersensing causing false termination of ongoing arrhythmia episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 900sfc228 heart band, implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.